Event description:
A pharmacist of a distributor reported to baxter (B)(4), on behalf of a hospital staff member, of a colleague compatible set with filter in which a patient's mother observed a crack in an unknown location of the connection and found the bed the patient was lying in was wet. The set was used to administered serum solution. The reported condition occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Actual defective sample is not available for evaluation. Evaluation summary: the customer reported condition was not confirmed during sample evaluation. Actual sample wasn't available for evaluation; however, one picture was available for visual inspection. No defects were observed during visual inspection. The assignable root cause of the reported condition is unknown. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.